Event description:
It was reported that the patient underwent a spinal cord stimulator (SCS) implant procedure and was initially reported to be recovering without complications. Two days following the implant procedure, the patient presented to the emergency department with thoracic pain and weakness/paralysis from the umbilical region downward. An MRI was performed and confirmed the presence of an epidural hematoma. The physician assessed the event as procedure related. The SCS system was explanted the following morning. The patient was discharged from the hospital on the same day as the explant procedure and transferred to a rehabilitation facility for recovery. At the time of reporting, the patient was undergoing rehabilitation, and a full recovery was anticipated. Attempts to obtain updated information regarding the patient's recovery status have been unsuccessful, as no response has been received from the rehabilitation center. The explanted devices will not be returned as they disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-1232,Serial Number: (b)(6),Batch/Lot Number: 808131,Model/Catalog Description: WAVEWRITER ALPHA 32 IPG KIT,Unique Identifier (UDI): (b)(4).